Event description:
It was reported that the bd microlance¿ 3 needle experienced needle and syringe separation. The following information was provided by the initial reporter: during injection needle detached from syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 200519. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, retained samples of the same lot number were obtained for evaluation by our quality engineer team. The retained samples were assembled with a caverjet syringe following the instructions provided within the caverjet kit. None of the retained samples showed any signs of defect; the hubs fit perfectly and no leakage was detected. Based on the limited investigation results, an exact cause related to the manufacturing process could not be determined.

Event description:
It was reported that the bd microlance¿ 3 needle experienced needle and syringe separation. The following information was provided by the initial reporter: during injection needle detached from syringe.